Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm during basal delivery. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was not impacted.